Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and primary analysis revealed that the lead was stretched. The distal conductor was distorted and the inner insulation was kinked/buckled. Blood was present in/on the helix/lobe mechanism. Visual analysis revealed that the lead appeared to have been damaged at implant.

Event description:
It was reported that during implant, the lead attempted to be placed in the atrium. The first attempt took multiple turn to extend the helix, but it did not stay fixed. The helix was retracted, but it took a very high number of turns to retract. Another site was attempted, but the lead dislodged. Under fluoro the helix would not retract. By the time the lead came out of the body, the helix had retracted into the housing. The doctor tried to extend the helix outside of the body and was unable to do so. The lead was not implanted and was replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and primary analysis revealed that the lead was stretched. The distal conductor was distorted and the inner insulation was kinked/buckled. Blood was present in/on the helix/lobe mechanism. Visual analysis revealed that the lead appeared to have been damaged at implant.